Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an ar40m 7.0 diopter intraocular lens (iol) was loaded correctly into an emerald xl inserter but the haptic ripped off once implanted into the eye. The physician then extracted the lens from the eye by enlarging the incision from 2.4 to 3.0. No patient injury reported.

Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing instructions specifications. No deviation or nonconformance (ncr) related to the customer report was generated. The product met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an ar40mn 7.0 diopter intraocular lens (iol) was loaded correctly into an emeraldxl inserter but the haptic ripped off once implanted into the eye. The physician then extracted the lens from the eye by enlarging the incision from 2.4 to 3.0. No injury reported.

Manufacturer narrative:
The complaint lens model in the event description was corrected to an ar40mn. Model# ar40mn. Concomitant product: emeraldxl inserter (unfolder / handpiece) lot # cp00848. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.